Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and cloudy effluent. The break in aseptic technique was further described as touch contamination. The patient was not hospitalized for the event. On an unreported date, the peritonitis was treated with unknown intraperitoneal antibiotics. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from the peritonitis and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.